Event description:
A nurse reported that the intraocular lens was explanted to do a vitrectomy. Incision was not enlarged. In follow-up with the reporter we were unable to determine the causal relationship between the lens and the vitrectomy.

Manufacturer narrative:
(B)(4)- the product was received for analysis, inspection showed an optic cut in 2 pieces with one distorted haptic. Condition is not inconsistent with an explanted lens. Product met all specification prior to release. In follow-up with the account we were not able to determine the causal relationship between the device and the vitrectomy. All information currently available is included in this report.